Event description:
Caller states that the device plastic is melted on the back of the device near the battery compartment. No injuries reported. Requested return of suspect device and replacement was sent.